Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a blank display while inputing their blood glucose. The customer also reported the act and escape buttons were unresponsive during this incident. The customer reported the insulin pump began to count up and made an odd noise when a new battery was inserted. The customer stated they would call back to complete troubleshooting. Customer's blood glucose was 309 mg/dl. The insulin pump will not be returned for analysis.